Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced temporary loss of glucose readings on the ilet pump while dexcom g7 continuous glucose monitor (cgm) app readings continued to display; the readings subsequently returned, and troubleshooting education on sensor toggling was offered. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included remote troubleshooting and user education regarding signal loss between the sensor and the ilet. Investigation of this case revealed a transient communication or signal loss to the ilet without persistent device malfunction, and the device resumed normal function without additional action. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss between components.